Event description:
This rv lead was implanted on (B)(6) 2007 and remains implanted at this time. This lead was involved in an infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).